Event description:
Pt called lfs in 8/2003 alleging the meter would not power on. The pt reported symptoms of trembling and perspiration while attempting to test. Pt obtained medical advice from the dr, however no medical treatment was given. Pt tested on a hosp meter with a result of 127 mg/dl. The issue was not resolved with troubleshooting. No further info has been reported.